Event description:
It was reported that (1) lcsk5 was used during a lap nissen fundoplication procedure. It was reported by the rep that the harmonic blade did not work. Another blade was opened and that one worked perfectly. There was no consequence to pt.